Event description:
The procedure was the thrombolytic treatment. No information about the patient and the target vessel characteristics were provided. During the aspiration at 750 psi, the three-way stop cock connected to the power injector. Detached ("bursted"). The stop cock was connected to the pressure-resistance tube again, and the procedure was completed successfully. There were no defects of the product noted before or after the procedure. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.